Event description:
It was reported that the catheter was inserted on 5/5/2000 for baclophen infusion. The catheter was connected to a medtronic pump using the arrow connector supplied with the catheter. When the pt did not receive good pain control, testing was performed and it was determined that there was leakage at the catheter connector. Because of the leakage, surgical intervention was performed to correct the problem. There were no further complications.

Event description:
It was reported that the catheter was inserted on 5/5/2000 for baclophen infusion. The catheter was connected to a medtronic pump using the arrow connector supplied with the catheter. When the pt did not receive good pain control, testing was performed and it was determined that there was leakage at the catheter connector. Because of the leakage, surgical intervention was performed to correct the problem. There were no further complications.

Event description:
It was reported that the catheter was inserted on 5/5/00 for baclophen infusion. The catheter was connected to a medtronic pump using the arrow connector supplied with the catheter. When the pt did not receive good pain control, testing was performed and it was determined that there was leakage at the catheter connector. Because of the leakage, surgical intervention was performed to correct the problem. There were no further complications.